Event description:
It was reported that a user experienced multiple freestyle libre 3 plus sensor performance issues, including one sensor that displayed a sensor error and another that prompted a replace sensor now message, followed by pairing failure on a third sensor that was resolved by toggling the app and rescanning while the sensor was in pairing mode, after which the user was transferred to the cgm manufacturer for replacement support. Symptoms included no reported adverse physiological effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included technical support troubleshooting and education, as well as coordination and call transfer to the cgm manufacturer. Investigation of this case revealed that software or connectivity contributed to the pairing failure, which was resolved through user interface and app settings steps. It was concluded that the event involved cgm sensor malfunction and pairing issues, with resolution achieved through troubleshooting and manufacturer engagement.